Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump error 23 (post-reset ram crc alarm). Troubleshooting was performed and it was found the insulin pump was neither stored nor without a battery for > 8 hours. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No unexpected pump error 23 alarm occurred during testing. A review of the pump history file reveals there were: five (5) pump error 63 ((B)(6)) , variableinfo 14) alarms. Five (5) pump error 4 ((B)(6)) alarms. Four (4) pump error 23 ((B)(6)) alarms. Breakdown of the pump error 63, pump error 4, and pump error 23 alarms are listed at the end of the analysis summary. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A sc1 cap does lock into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Pump error 63 alarm variable 0e (14-power management controller failure) was triggered due to the hw issue - hse (high-speed external oscillator) clock was not ready (timeout). Pump error 4 was a consequence of (B)(6) and was expected. Pump error 23 was generated since the pump lost power without safe shutdown. Pump error 63, pump error 4, and pump error 23 alarms are all confirmed, faults are isolated to the electronic stack. On (B)(6) 2024 10:00:01 alarmalertnotification (40) faultnumber: mainprocessorcommunicationalarm (4) (B)(6). On (B)(6) 2024 10:00:02 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) (B)(6) variableinfo: 14 on (B)(6) 2024 10:00:44.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6). On (B)(6) 2024 13:03:07 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) (B)(6) variableinfo: 14 on (B)(6) 2024 06:34:18 alarmalertnotification (40) faultnumber: mainprocessorcommunicationalarm (4) (B)(6). On (B)(6) 2024 06:34:18 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) (B)(6) variableinfo: 14 (B)(6) 2024 06:34:48 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6). On (B)(6) 2024 21:03:07 alarmalertnotification (40) faultnumber: mainprocessorcommunicationalarm (4) (B)(6). On (B)(6) 2024 21:03:07 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) (B)(6) variableinfo: 14 on (B)(6) 2024 21:03:48 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6). On (B)(6) 2024 07:18:39 alarmalertnotification (40) faultnumber: mainprocessorcommunicationalarm (4) (B)(6). On (B)(6) 2024 07:18:40 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) (B)(6) variableinfo: 14 on (B)(6) 2024 07:19:51 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.